Event description:
The user facility reported that the auxiliary water channel of the device had tested positive following a routine random culture test performed by the hospital infection control department. The device was said to subsequently test positive on two more sequential cultures following reprocessing. Two of the tests were said to be positive for pseudomonas sp. And one of the tests was positive for an unidentified gram-negative bacterium.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found evidence of an unidentified white substance and debris inside the auxiliary water channel at the distal end of the device and residue and debris inside the biopsy channel, channel mount, suction channel, and suction cylinder unit. The light guide tube was dented, there were nicks, scratches and dents on the distal end cover, and a crack was noted on the light guide lens. The device also failed electrical safety testing. The cause of the reported phenomenon was likely due to insufficient cleaning. Olympus followed up with the user facility and was informed that the user facility had tested the auxiliary water channels in their other endoscopes, and the test results were negative. The user facility identified this phenomenon as an isolated event, and has declined in service training from an olympus endoscopy support specialist. Multiple attempts were made by phone and in writing to obtain additional detailed information from the user facility, but no further detailed information was provided. This report is being submitted as a medical device report in an abundance of caution.